Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that the patient ventilator screen turned blue with white text and then shut down. The patient was then manually ventilated with bag valve mask by writer while rrt set up new ventilator machine. This ventilator was unable to be turned on or rebooted. Patient was switched to new vent. The spo2 briefly decreased from baseline of 95% to 91%.

Manufacturer narrative:
The investigation was based on the reported event and log file analysis. Due to the log file analysis it could be confirmed that the cockpit performed a reboot due to a communication problem between the cockpit and the ventilation unit. The affected device alarmed as specified. The ventilation box switched into safety mode, ventilation was not affected and ongoing. However, the user immediately used the rocker switch to turn the device off and bagged the patient. The investigation points to an access problem on the hard disk that caused a boot failure during the warm boot that led to a temporary loss of cockpit function during ventilation. In this case, a preventive replacement of the hard disk should be considered. If the hard disk is not accessible for the microprocessor system, the safety software initializes a warm start of the cockpit infinity c500. If the hard disk is not accessible even during the warm start, the cockpit's boot process cannot be completed. A corresponding error message is displayed on the black screen and the acoustic auxiliary alarm is activated after 45 seconds at the latest. In this case, the ventilation continues with the set parameters. Monitoring functions and the user interface of the cockpit are not available. Safety-relevant parameters such as fio2, minute volume or airway pressure are displayed in the additional oled display, in which the user can see the ongoing ventilation. The number of failed disk drives reported from the field is within the accepted range as assessed by the responsible product quality board. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It was reported that the patient ventilator screen turned blue with white text and then shut down. The patient was then manually ventilated with bag valve mask by writer while rrt set up new ventilator machine. This ventilator was unable to be turned on or rebooted. Patient was switched to new vent. The spo2 briefly decreased from baseline 0f 95% to 91%.